Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedances on their lead extension. The patient was reprogrammed. Still, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The patient underwent a full system explant and replacement due to high contact on the lead. The results of the investigation are inconclusive as the device was not returned for evaluation.